Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 589 mg/dl and diabetic ketoacidosis. The patient experienced vomiting, shortness of breath, and thirst. The patient treated via insulin pump therapy. Troubleshooting was initiated and several large air bubbles were discovered in the tubing. The patient was advised to prime the air bubbles out. The customer also mentioned that her sites would be slightly itchy. Troubleshooting did not find additional anomalies. The insulin pump was not returned for analysis.